Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.00/+1.0/113 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6)2023. The lens was reported as excessive vaulting and the patient experienced a refractive surprise. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b: unk. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).